Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that beginning on friday night the patient started to experience generalized itching head to toe and had leg spasms. The pump was just filled in december. The friend/family member stated the pump was not beeping or alarming. The friend/family member stated that they were currently talking about replacing the pump on thursday (B)(6).   Per device registration, the pump was replaced on (B)(6) 2021.